Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a signal loss. The probable cause could not be determined. The reported event of a loss of connection is reportable based on the finding of a signal loss.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.